Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle the holder separated from the non patient end of needle. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer reported about hub collar separation of eclipse (368607).

Manufacturer narrative:
H6: investigation summary: bd received one samples and four photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for hub/collar separation with the incident lot was observed. Additionally, customer samples were evaluated by visual examination and the indicated failure mode for hub/collar separation with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of hub/collar separation through a corrective and preventive action (CAPA)1277214. H3 other text : see h.10.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle the holder separated from the non patient end of needle. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer reported about hub collar separation of eclipse (B)(4).